Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Reportedly, cause was unknown; however, pump data review by tandem clinical support showed that customer was not pre-bolusing prior to consuming carbohydrates, and stopped insulin for extended periods of time. Bg was addressed via a correction bolus, and supply changes. Additionally, customer's healthcare provider adjusted settings and changed infusion set type.